Manufacturer narrative:
Patient weight reported as approximately (B)(6). Additional product codes: mni, nkb, kwp, kwq. Therapy date: unknown date in 2005. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: december 19, 2002. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 6.0mm titanium curved soft rods 75mm broke. The patient had a click-x implant in 2005 and had all hardware removed (6 screws, 2 rods) due to non-fusion on (B)(6) 2017. During the procedure it was noted via x-ray films that two (2) rods were broken at the same non-union l4-l5 level. No implant was replaced. There was no surgical delay and the broken pieces were removed easily. The procedure was completed successfully with no patient harm. Concomitant medical products: screw (part unknown, lot unknown, quantity 6). This is report 2 of 2 for (B)(4).